Manufacturer narrative:
Associated accessory device: (B)(4).

Event description:
Replacement sent to pt because the pt called and said that they were having allergic reactions to the pads and the wire got hot enough to actually burn a hole in her skin.